Manufacturer narrative:
E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 evaluation conclusion code updated.

Event description:
It was reported that a labeling issue occurred. Prior to the procedure, the head nurse opened the outer package of the device and noted that the label indicated a 4.0 x 12 mm quantum? Maverick?. However, the label on the inner package indicated a 3.0 x 12 mm quantum? Maverick?. The inner package was not opened. The procedure was completed with another of the same device. The patient remained stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a labeling issue occurred. Prior to the procedure, the head nurse opened the outer package of the device and noted that the label indicated a 4.0 x 12 mm quantum? Maverick?. However, the label on the inner package indicated a 3.0 x 12 mm quantum? Maverick?. The inner package was not opened. The procedure was completed with another of the same device. The patient remained stable post procedure.